Manufacturer narrative:
The cause for the discordant advia centaur xp hbc total result is unknown. Siemens has requested the sample for internal testing. Us instructions for use (IFU) limitations section states: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to (B)(6). Virus. Levels of (B)(6) may be undetectable both in early infection and late after infection." Outside the us IFU limitations section states: "the advia centaur hbc total assay is limited to the detection of total antibodies to (B)(6) core antigen in human serum or edta plasma. Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) virus or potentially infectious units of blood and may generate (B)(6) results."

Event description:
Customer observed (B)(6) advia centaur xp hbc total (hbct) result that did not correspond to other (B)(6) parameters or an alternate method. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) advia centaur xp hbct result.

Manufacturer narrative:
MDR was filed on (B)(6) 2015 reporting a negative advia centaur xp hbc total (hbct) result that did not correspond to other hepatitis parameters or an alternate method. (B)(6) 2015 - additional information. Siemens received the patient samples for additional testing but did not confirm the customer's observations. Root cause cannot be determined since the internal testing did not confirm the result. (B)(6).